Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while the pump was in a pocket. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was in the mid 200 mg/dl range and was addressed with a correction bolus.